Manufacturer narrative:
The gif-hq190 video scope, serial number (B)(4) was returned for evaluation due to "verifying no issue with scope after a piece of tissue remained in the scope after cleaning and was dislodged.¿ a visual inspection was performed on the received condition and inspected the biopsy and suction channels for foreign material. An olympus boroscope was used to inspect both biopsy and suction channels. The boroscope was inserted through the distal end side of the channel, and numerous scrape marks were found along the wall. The scrape marks start from the distal end opening and proceed into the channel at approximately 80mm. The boroscope was then inserted through the channel from the control body side, and a stain was found upon entering the channel. The suction channel was also checked using the olympus boroscope; however, no damages or foreign material were noted. The functionality of the air/water function was tested, and verified that the water flows consistently, with no stoppage, until release of the valve as intended. The video scope passed the leak test. In addition, as part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, tissue remained in the scope from a previous procedure and fell into another patient. The facility verified there was no issue with the scope. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the legal manufacturer presumed that the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with IFU. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.